Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient had unknown mentor gel implants and experienced multiple health concerns post procedure. In (B)(6) of 2013 bladder infections, kidney infections, fatigue, pounding headaches, blurry vision, vertigo, breast soreness, cognitive memory loss, speech problems, numbness in extremities, no sensation when urinating, swollen glands in the neck, ulcers, itchiness on the head, knee pain, leg and toe cramps, kidney swelling, energy loss, digestive issues, nerve pain, nausea, phlegm in lungs, tenderness under left arm, tremors upon waking, slow wound healing, lack of sex drive, gallbladder removal, loss of concentration, depression, and insomnia were all noted. No medical issues have been substantiated by a health professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-09459 for contralateral prosthesis report.